Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to use multiple daily injections (mdi) as backup therapy and to place the pump in storage mode before returning it. Technical support confirmed the shipping address and arranged for the pump to be replaced under warranty. The customer acknowledged the instructions and agreed to return the problematic pump using the pre-paid label within ten days.